Event description:
The taut cholangiocatheter was found to have a hole where the tubing and metal meet at the distal end of the device. The device had been inserted when the leak was found. The physician elected to not use it for the procedure.